Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: g2. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During follow-up communication by email with the customer, it was stated that the cause of the issue was due to an accessory device that was resolved by the customer. No additional information was provided on the actual accessory that caused this issue. The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the manual capture was not working, and the patient¿s name would not save on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.